Manufacturer narrative:
Analysis of the pump revealed a pump motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft-bearing. Analysis noted residue and wearing on the upper shaft of gear number two. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the pump had multiple unexplained motor stalls. The pump was used with/in the patient for treatment. A rotor study and dye study was done but the results were unknown. The device was replaced on (B)(6) 2019. The patient recovered without sequelae. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal fentanyl 600 mcg/ml at 140 mcg/day and saline 0.1 mg/ml at 0.02334 mg/day via an implanted pump for non-malignant pain and failed back surgery syndrome. It was reported the patient experienced multiple unexplained motor stalls. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was noted over the past few months the patient has had multiple motor stalls requiring the pump to be replaced. The pump logs were provided from (B)(6) 2019 the day of replacement, and showed a motor stall occurred on (B)(6) 2019 at 11:12pm and recovered on (B)(6) 2019 at 9:22am. Another stall occurred on (B)(6) 2019 at 5:54am and recovered on (B)(6) 2019 at 4:54am. A stall also occurred on (B)(6) 2019 at 6:29pm and recovered on (B)(6) 2019 at 5:24 am. A stall occurred on (B)(6) 2019 at 5:45pm and recovered on (B)(6) 2019 at 10:46pm. Another motor stall occurred on (B)(6) 2019 at 10:42 pm and recovered on (B)(6) 2019 at 8:18pm. Lastly, a motor stall occurred on (B)(6) 2019 at 7:57am and recovered on (B)(6) 2019 at 9:05am. The old pump replaced with a new one on (B)(6) 2019. The pump would be returned for analysis. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were unable to obtain, not available. The patient¿s weight and medical history were asked and would not be made available (legal/confidential reason). No further complications were reported/anticipated or expected.